Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular abdominal aortic aneurysm repair procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed; however, resistance was noted during removal of the device as the foot did not fully retract. The lever was opened and closed multiple times until the foot was able to retract and the device was removed. A second prostyle device was deployed; however, resistance was noted during removal of the device as the foot did not fully retract and the suture was noted to be caught on the foot. The lever was opened and closed multiple times until the foot was able to retract and the device was removed. Vessel damage to the intima layer was noted, no treatment was performed. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the suture was confirmed as it was returned caught inside the posterior foot pocket. The reported difficulty to open or close the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on circumstances of the procedure. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Additionally, testing was performed on unused/sterile units from the same part and lot number. The testing did not indicate a lot specific issue. Based on the reported information and the observations from the returned analysis and the subsequent treatment appears to be related to circumstances of the procedure. The reported difficulty to remove the suture appears to be related to the suture that was caught inside the posterior foot pocket and led to the reported difficulty to retract the foot and to the observed suture separation which was likely the result of the reported difficulty removing the device from the anatomy. The reported patient effect of tissue injury is a known adverse event of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.